Manufacturer narrative:
The glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned go monitor and could not reproduce the "image went black when the device was moved around" issue; the unit functioned as intended. After connecting the go monitor to a test single use blade and then a test video baton 2.0 the video image remained normal. It was noted that the hdmi connector on the go monitor was pinched. The technical service representative was unable to extract the screws to repair the connector. As a result, the glidescope go monitor was scrapped and a replacement monitor was sent to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the image went black when the device was moved around. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.